Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. MFR site: the manufacturing site name was documented as unknown in the initial report. This has been updated to oberdorf synthes produktions gmbh (oberdorf). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly. Device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date is currently unavailable. The manufacturing location is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the pins of the quick coupling device did not remain in the ¿axe¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.